Event description:
It was reported that the patient presented in clinic for routine follow up. During testing of the patient notifier, no vibration could be felt by the patient or clinician. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.